Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event injection site necrosis, was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse injectable implant could not be reviewed, as the lot number was not reported.

Event description:
This spontaneous report was received from an UK nurse practitioner and concerns a female patient in her 4th decade (reported as in her 30s). The patient was injected with radiesse into the jaw and chin (off label use of device), on (B)(6) 2025. The patient's medical history included a bad pneumonia and she did not respond to anesthetic that was given. She was previously injected with radiesse in her jaw and chin, for 7 years. On (B)(6) 2025 (also reported as on wednesday), after the radiesse injection, the patient experienced that the jaw and chin became swollen but nothing of concern and the skin looked good. Late that night the patient experienced that her jaw was swollen a lot. On (B)(6) 2025 (reported as on thursday) the reporter suspected it was early stages of necrosis (also reported as delayed necrosis). The patient was monitored. On (B)(6) 2025 (reported as on friday), the patient went into the clinic and was taking ibuprofen. The skin was grey and white but was pink and, in some areas it, still looked oxygen starved. The patient was obviously worried. Hyalase was administered repeatedly and the area was stimulated with massage. The patient was given massaging and vibrating device. Warm compress was used to encourage blood flow. Initially the patient was on steroid as they did not think it was a delayed onset of necrosis but a sensitive reaction and the swelling was a concern. The area was hyper diluted. Ultrasound was not tried. The nurse practitioner wanted to try vasodilators which were not easily available and virga to get more flow in. The outcome of the events was unknown.

Event description:
Case description: this spontaneous report was received from an UK nurse practitioner and concerns a female patient in her 4th decade (reported as in her 30s). The patient was injected with radiesse into the jaw and chin (off label use of device), on (B)(6) 2025. The patient's medical history included a bad pneumonia and she did not respond to anesthetic that was given. She was previously injected with radiesse in her jaw and chin, for 7 years. On (B)(6) 2025 (also reported as on wednesday), after the radiesse injection, the patient experienced that the jaw and chin became swollen but nothing of concern and the skin looked good. Late that night the patient experienced that her jaw was swollen a lot. On (B)(6) 2025 (reported as on thursday) the reporter suspected it was early stages of necrosis (also reported as delayed necrosis). The patient was monitored. On (B)(6) 2025 (reported as on friday), the patient went into the clinic and was taking ibuprofen. The skin was grey and white but was pink and, in some areas it, still looked oxygen starved. The patient was obviously worried. Hyalase was administered repeatedly and the area was stimulated with massage. The patient was given massaging and vibrating device. Warm compress was used to encourage blood flow. Initially the patient was on steroid as they did not think it was a delayed onset of necrosis but a sensitive reaction and the swelling was a concern. The area was hyper diluted. Ultrasound was not tried. The nurse practitioner wanted to try vasodilators which were not easily available and virga to get more flow in. The outcome of the events was unknown. Follow-up information was received on 10-apr-2025: the suspect product was recoded from radiesse to radiesse(+). The reported term swollen was changed to vascular occlusion and was recoded from injection site swelling to vascular occlusion. The reported event necrosis was recoded from necrosis to injection site necrosis. The reported term experienced early stages of necrosis was changed to necrosis and the coding remained unchanged. The patient was injected with radiesse (+) onto bone, for a convex profile, under projected chin, a-symmetrical chin, a-symmetrical jaw and for early signs of jowling. Batch number was reported as a00125940 (expiry date: 08/2025). The batch record review was received and the lot number for radiesse (+) was confirmed as a00125940 (expiry date: 08/2025). A lot search in the global safety database was conducted. The product contained lidocaine. She was injected with needles provided by the manufacturer. The patient declared that she was not taking any medication on the day of the treatment. The patient did not have any history of known allergies. In (B)(6) 2025, after the radiesse (+) injection, the patient experienced vascular occlusion. The final diagnosis was reported as a vascular occlusion with necrosis. On (B)(6) 2025, treatment for vascular occlusion was initiated, but the patient did not commit to the recommended additional sessions thereafter. Treatment was necessary to prevent permanent damage; however additional sessions were imperative for the efficacy of the protocol initiated. The patient did not wish to continue with treatment, the patient also refused to go to accident and emergency (reported as a&e). Support from expert practitioners was obtained, but the patient choose to seek a plastic surgeon. On (B)(6) 2025, the patient chose to leave the care of the reporter. The patient indicated that she had an appointment booked with a plastic surgeon for (B)(6) 2025 (tuesday). Since (B)(6) 2025, the reporter did not see the patient. It was implied by various agencies that the patient was able to have permanent damage and possibly needed a skin graft. Due to the provided information, the outcome of the event necrosis was considered as not resolved (changed from unknown), and the outcome of the event vascular occlusion was considered as not resolved. In the opinion of the reporter, the patient needed this course of treatment to recover and was unsure as to whether the events occurred due to radiesse (+) or injection procedure. It was possible that it was both (causality of the event necrosis was changed from reasonable possibility/suspected too possible). Amendment was performed on (B)(6) 2025: the coding of the event necrosis was changed from necrosis to injection site necrosis. Case closure dated on 25-apr-2025: no further information could be obtained, and the case was closed. If any significant new information is received, the case will be reopened.

Manufacturer narrative:
Assessment by merz: the events occurred in compatible temporal and local relationship. Injection site necrosis (serious) and injection site swelling (non-serious) are expected based on the currently valid EU instructions for use (IFU) leaflet of radiesse, and can occur after treatment with radiesse. Off label use of device is coded only for formal reasons. Injection into the chin is no approved indication for radiesse in europe. The reported white and gray skin colorations are considered as symptoms of injection site necrosis (serious). The IFU of radiesse warns that special attention has to be taken in order to avoid that the implant is injected into the vasculature which may lead to embolization, occlusion, ischemia or infarction and to take extra care when injecting and apply the least amount of pressure necessary. According to the IFU, rare events associated with intravascular injection of soft tissue fillers into the face include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral haemorrhage, leading to stroke, skin necrosis, and damage to underlying tissues. The IFU recommends to immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin or unusual pain during or shortly after the procedure and patients should receive prompt medical attention. Nevertheless, during injection of dermal fillers it can occur that a small blood vessel is occluded by two different mechanisms: directly by accidentally injecting the product into the lumen or indirectly when the product is placed next to a vessel and compresses it from outside. The clinical findings can differ from only discoloration of the concerned area due to congestion of the blocked vessels called livedo reticularis without tissue slough up to skin necrosis with tissue breakdown. In this case, the patient received comprehensive treatment with unknown outcome. Strong confounding factor includes patient's medical history and previous injections with radiesse into the jaw and chin for 7 years. Nevertheless, a contributory role of the treatment with radiesse cannot be excluded with certainty. Causality for the events is assessed as probably related to treatment with radiesse based on compatible local and temporal relationship. The case is considered as serious with the serious event injection site necrosis because treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment due follow-up information received on 10-apr-2025: the batch record review for radiesse(+), lot a00125940, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch a00125940) and similar events were noted. The suspect product was recoded from radiesse to radiesse(+). The events occurred in compatible temporal and local relationship. Vascular occlusion (serious) and injection site necrosis (serious) are expected based on the currently valid EU instructions for use (IFU) leaflet of radiesse(+), and can occur after treatment with radiesse(+). Off label use of device is coded only for formal reasons. Injection into the chin is no approved indication for radiesse (+) in the EU. The reported white and gray skin colorations as well as swelling are considered as symptoms of injection site necrosis (serious). The IFU of radiesse(+) warns that special attention has to be taken in order to avoid that the implant is injected into the vasculature which may lead to embolization, occlusion, ischemia or infarction and to take extra care when injecting and apply the least amount of pressure necessary. According to the IFU, rare events associated with intravascular injection of soft tissue fillers into the face include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral haemorrhage, leading to stroke, skin necrosis, and damage to underlying tissues. The IFU recommends to immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin or unusual pain during or shortly after the procedure and patients should receive prompt medical attention. Nevertheless, during injection of dermal fillers it can occur that a small blood vessel is occluded by two different mechanisms: directly by accidentally injecting the product into the lumen or indirectly when the product is placed next to a vessel and compresses it from outside. The clinical findings can differ from only discoloration of the concerned area due to congestion of the blocked vessels called livedo reticularis without tissue slough up to skin necrosis with tissue breakdown. In this case, the patient received comprehensive treatment with unknown outcome. Strong confounding factor includes patient's medical history and previous injections with radiesse into the jaw and chin for 7 years. Nevertheless, a contributory role of the treatment with radiesse(+) cannot be excluded with certainty. In the opinion of the physician, treatment was necessary to prevent permanent damage. Causality for the events is assessed as probably related to treatment with radiesse(+) based on compatible local and temporal relationship. The case is assessed as serious with the serious events vascular occlusion and injection site necrosis because treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment due amendment performed on (B)(6) 2025: causality for the previously assessed events remains unchanged as probably related to treatment with radiesse (+). The case remains as serious with the serious events vascular occlusion and injection site necrosis because treatment was deemed necessary to prevent a permanent damage.